Event description:
It was reported that (2) devices were used during a mastectomy. It was reported by the affiliate that the tir20 clips did not fire out from the device. Another tir20 was used to complete the case.